Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to a mitraclip interventional procedure. Reportedly, the "rod" [guide] of the proglide device separated and remained in the patient anatomy. There had been no resistance noted during advancement. Cut down surgery was performed to remove the separated portion of the device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, there was difficulty (resistance) during removal of the second proglide device after deployment. The distal sheath portion of the device separated and remained in the vessel. A vascular surgeon performed cut down surgery to remove the separated proglide sheath. The patient had severe bleeding which required an infusion of red blood cells. The mitaclip procedure was performed and hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure due to the need for the cut down surgery and blood infusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effect of hemorrhage/bleeding is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. A separated sheath is primarily a separation at the guide. Generally, breaks occur here due to the angle of insertion (steep) in reference to the vessel tract, or twisting of the device with the foot open, or an angle change (side to side) with the device in the vessel possible when manipulating the device for removal. In this case, it is possible, the guide cracked or broke during insertion, then separated with deployment inducing the retraction difficulty and entrapment. There is therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4; lot number updated from unknown to 2091943. H6: removed health effect clinical code 4582.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.